Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high and low blood glucose levels. Customer blood glucose level went as low as 60 mg/dl and as high as 409 mg/dl. Customer treated their low blood glucose levels via carb intake. Customer treated their high blood glucose levels via insulin pump. Customer advised the auto mode feature was on and automatically delivered insulin. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their high blood glucose per healthcare provider¿s instructions. The insulin pump will not be returned for analysis.